Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 486 mg/dl at the time of incident and the current blood glucose level was 400 mg/dl. The customer was assisted with troubleshooting. The customer was treated with blousing with insulin pump for high blood glucose. Customer stated that they had been running high for the past 3 days right now it shows over 600 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer stated that they did not alleging insulin pump was under delivering. Customer stated that because she just had a baby her health care professional regarding was working with her to adjust her basal rates because of her changing hormone levels, breast feeding and she had not had her sensors since she lost her transmitter. The insulin pump will not be returned for analysis.